Event description:
Customer reportedly received results of 80 mg/dl, 100's (mg/dl), and 200's (mg/dl) within 10 minutes on the advantage system. No adverse event reported. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. Requested return of suspect device and replacement was sent.